Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device evaluation summary: according to the information provided, it was reported that the patient experienced rupture and seroma on the right breast. The analysis results show that the device appeared intact. Leak testing revealed there was a delamination with rupture on the patch. No other anomalies were observed. A possible causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: right breast seroma, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 650cc gel breast prostheses on (B)(6) 2007 developed right breast seroma and right arm swelling. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The capsules and seroma fluid were tested and returned negative for malignancy. Per contact, there were bilateral implant ruptures upon explantation.